Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 411 immunoassay analyzer. The initial result was 23.4 pg/ml. This result was reported outside of the laboratory. Afterwards, the laboratory noted the difference with the patient¿s previous results and repeated the sample. On (B)(6) 2022 the repeat result was 7941 pg/ml. The probnp ii reagent lot number was 52872401 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 with acceptable results. Qc results on the day of the event were within specification. There was no indication of a reagent issue. Pinch tubing was last replaced on (B)(6) 2022. The investigation is ongoing.

Manufacturer narrative:
A review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer was performed and the results were within specification. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.